Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information the device received was returned in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. It is possible that the device returned may have been used to complete the procedure and is not the device complained about. The device was tested with a generator and was functional.

Event description:
It was reported that during the procedure in the heavily calcified right internal/common artery, the nav6 recovery catheter was advanced, but could not retrieve the filter because it became caught on the stent. The recovery catheter was removed from the anatomy and an rx accunet recovery catheter 1 and 2 were advanced separately, but could not retrieve the filter. After the rx accunet recovery catheter #2 was removed from the anatomy, the barewire was inadvertently pulled and the filter pulled through the stent and was retrieved from the anatomy. The patient remained stable throughout the procedure and there was no adverse patient effect. No additional information is available.

Event description:
It was reported that during an unknown procedure, the tissue pad was damaged and detached off. The tissue pad was retrieved from the patient; no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient